Event description:
It was reported that while in the cath lab a male pt was having an intra-aortic balloon (iab) inserted. The physician accessed the pt's left femoral artery & inserted the dilator & super arrow-flex (saf) sheath. He attached the blue one-way valve & vacuumed the balloon catheter twice inside of the tray to wrap balloon tightly. The physician grasp the catheter closely & removed it from the tray horizontally, according to the instructions for use. During iab catheterization the balloon stopped advancing & stuck in the saf sheath due to critical resistance. The saf sheath & balloon were removed together from the site. A new saf sheath /iab kit was opened & they finished the procedure successfully. There was no pt death, injury or complications. Medical or surgical intervention was not required. There was no excessive bleeding during the procedure. The procedure was delayed by 10 minutes, with the pt listed as fine with no harmful outcomes. Add'l info received on 10/27/2010 from the distributor stated that the same insertion site was used for the second iab.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.